Event description:
We used the product surgical snow in the vaginal cuff bed for additional hemostasis and 10 days later there was a large 12 cm abscess that was negative on culture. Hemostatic agent in surgical procedure.